Manufacturer narrative:
(B)(4). Concomitant products: oxford femoral size medium: catalog 154601, lot 2599722. Oxford domed lateral tibial tray: catalog 166553, lot 2724490. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under PMA number p010014. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00144 and 3002806535-2017-00145.

Event description:
It was reported that the patient underwent a knee revision procedure approximately four years post implantation due to pain. The patient was converted from a partial to a total knee prosthesis. No additional patient consequences were reported.